Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at 2.5 mg/day) via an implantable pump for unknown indications for use. It was reported that there was no flow from the catheter when attempting to aspirate at the patient's pump replacement for normal battery depletion. It was unknown if there were external factors. The dye study appeared to be epidural. The catheter was replaced and the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-aug-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. The patient also mentioned she had a history of granuloma and stated when they replaced the pump/catheter in 2023, they found a granuloma around the catheter. The patient stated they replaced the pump/catheter and has had no issues with the granuloma since. The patient provided their managing doctor stated that she had morphine in the pump.